Event description:
It was reported that this right ventricular (rv) lead exhibited elevated capture thresholds. An x-ray revealed a crimp near the clavicle on both leads, which was suspected to be the result of sub clavian crush. Subsequently, the patient was admitted to the hospital pending a decision regarding the leads. No additional adverse patient effects were reported. This right ventricular (rv) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).